Event description:
It was reported that pump's usb port did not securely hold charger during charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.